Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument involved in this complaint was received and tested by failure analysis. The instrument was found to have the teflon pad detached from the clamp arm. The missing piece was returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral axillo-breast approach thyroidectomy procedure, a fragment from a harmonic ace instrument fell inside the patient and was retrieved during the same procedure. The customer confirmed that the instrument was inspected prior to use, showing no damage or anything unusual. The surgeon did not notice any issues with its functionality during the procedure, nor did the instrument collide with any other instruments or hard materials. Upon final removal of the instrument, the surgical staff felt no resistance while removing it through the cannula, which also showed no damage post-event. All fragments were retrieved which was confirmed without requiring additional surgical procedures. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically and the patient has not returned to the hospital for any post-surgical complications. The instrument is available for return to intuitive surgical, inc. (Isi) for evaluation, along with the retrieved fragment. However, there are no photographic images or video recordings of the procedure available for isi review. The customer later noted that the affected lot number could not be confirmed.